Manufacturer narrative:
The device history record has been provided on november 8, 2018. The device history record (DHR) for the lot number 30104460l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and thrombus occurred. After the procedure, thrombus was seen on the thermocool® smart touch® sf bi-directional navigation catheter. The generator was in power control mode. The maximum power output was 40 w. There were no temperature or flow related issues. Anticoagulation or saline solution was used. There was no patient consequence reported. In addition, the patient has not exhibited any neurological symptoms since the procedure was completed. The thrombus seen on the catheter was assessed as a reportable issue.